Manufacturer narrative:
A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. Development of infection at the sensor insertion site is a known and anticipated potential adverse effect. The sensor is inserted by making a small incision and placing it under skin, and potential for developing skin irritation/inflammation/infection at the insertion site is a known anticipated adverse event. The user reported an infection on the insertion site, with symptoms of swelling and purulent drainage, which was confirmed as an infection by the hcp. The symptoms first appeared on (B)(6) 2025 when the user first reported that the area was very sensitive and inflamed, and by (B)(6) 2025 the user mentioned that the insertion area was oozing, so he drained it and purulent content came out. No other infections were reported. The user's hcp was aware of the event and prescribed clindamycin capsules and the area was thoroughly cleaned. No further investigation is required.

Event description:
Senseonics was made aware of an incident where user reported an infection on the insertion site, with symptoms of swelling and purulent drainage, which was confirmed as an infection by the hcp. The symptoms first appeared on (B)(6) 2025 when the user first reported that the area was very sensitive and inflamed, and by (B)(6) 2025 the user mentioned that the insertion area was oozing, so he drained it and purulent content came out. No other infections were reported. The user's hcp was aware of the event and prescribed clindamycin capsules and the area was thoroughly cleaned.